Event description:
Covidien received info stating that upon installing the display in the e360 ventilator, the screen was blank and there was no image. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The ventilator display was reported to have no image. The display was returned for investigation. The unit was powered up and the display was blank. The connections were reseated and the unit was powered on and off multiple times without incident. The unit was allowed to run for twenty four hours and the display worked appropriately. There was no fault found with the returned display.

Manufacturer narrative:
(B)(4).